Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states : "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.